Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their old implantable pulse generator (ipg) had reached elective replacement indicator (eri). The ipg was explanted and the patient is feeling better.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018, w1dr01 ipg, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the their old implantable pulse generator (ipg) was inactivated and not explanted and as a result the "two devices are interfering with each other, which lead to a multitude of issues." It was reported that the "battery failsafe" kicked in on the old ipg approximately a year after the new ipg was implanted it caused the patient to experienced an accelerated junctional rhythm / arrhythmia. The old ipg remains inactivated in patient and the new ipg remains in use. No further patient complications have been reported as a result of this event.